Event description:
It was reported that the programmer had a loss of telemetry, loud fan noises and had strange far field signals with the analyzer. It was requested that it be refurbished and that the programmer head, analyzer and stylus pen be changed. The programmer, head and analyzer were returned for service. Follow-up determined that the programmer was switched out and that there were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported loss of telemetry; programmer maintains telemetry in both the wired and wireless modes of operation. System fan is noisy. Right keyboard hinge is broken. ECG (electrocardiogram) connector is loose. (B)(4) rf (radio frequency) head has a small crack in the lens. Rf head missing label backing. (B)(4) analyzer has damaged pin contacts in the patient input connector.